Event description:
It was reported that the patient had the artificial urinary sphincter removed as the cuff was filling rapidly so the patient had to pump several tines to continue to urinate. The physician attempted to cycle the device in the office and indicated there was a malfunction, a new artificial urinary sphincter pump was implanted. The procedure was successfully completed.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results, the cause that contributed to the reported mechanical and inflation issues confirmed the reported event. Device history record review (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Label review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams 800 male us, bsc. Additionally, the reported events do not contain an allegation against the labeling. Device technical analysis: the ams 800 control pump was visually inspected and microscopically examined. No leaks were found. No misalignment issues were identified, and the pump valve was seated correctly; however, the pump failed the resistor flow test at (1.11 ml/min) and it did not perform within product specifications (0.4 to 0.9 ml/min). The cuff component was visually inspected, microscopically examined, and tested for leaks. Two cuff tears were identified in the cuff pillow that is consistent with tool/sharp instrument damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. It is most probable that the damage occurred due to the explant procedure. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon was not functionally tested because of unknown product specifications. Product analysis did not confirm a malfunction with the cuff or balloon component. Product analysis did confirm the reported inflation and mechanical issue allegation with the pump. The pump failure may have allowed the cuff to refill faster than expected and would therefore be the most probable cause for the reported events. Investigation conclusion: based on this investigation a clear probable cause for the event was established. Product analysis confirmed the reported inflation and mechanical issue allegation. This failure may have allowed the cuff to refill faster than expected and would therefore be the most probable cause for the reported events. Therefore, the conclusion code of cause traced to component failure has been chosen.

Event description:
It was reported that the patient had the artificial urinary sphincter removed as the cuff was filling rapidly so the patient had to pump several tines to continue to urinate. The physician attempted to cycle the device in the office and indicated there was a malfunction, a new artificial urinary sphincter pump was implanted. The procedure was successfully completed.